Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole was identified in the patient line of a homechoice cassette during peritoneal dialysis therapy. This was identified during drain one of four while the patient was connected. The renal therapy service agent (rtsa) explained that they need to end the therapy and start over with new supplies. The care giver stated that there was no air in the line. Rtsa explained that they still need to start over with new supplies. The rtsa assisted the care giver in ending the therapy and disconnecting the set aseptically. There was no patient injury or medical intervention associated with this event. No additional information is available.